Event description:
The surgery center reported the excimer laser system unexpectedly started up when an operator entered patient data. After the system restarted, the system restarted again unexpectedly. According to the account, the excimer laser stopped three times and restarted unexpectedly twice. On one occurrence, the excimer stopped when the patient data was installed into the visx. There was no patient on the table at the time of this occurrence. Another occurrence was when the excimer laser stopped after the doctor lifted the flap during the tracking and iris registration (ir). Due to the interruption, there was a delay of 270 minutes to restart and complete the procedure. The surgery restarted and the laser was applied on the right eye without any complications. The excimer laser stopped again during the tracking and ir capture on the left eye. The interruption of the laser coming to a halt delayed the procedure for 5 minutes. The procedure was restarted on the left eye.

Manufacturer narrative:
Additional information - field service specialist preventively replaced cpu pcb, I/o mother pcb and hard disk. To correct the issue and tested. Re-setted input voltage tap, replaced premix regulator to correct the issue, system meets all amo specifications, the issue was resolved.

Manufacturer narrative:
The categories for outcomes attributed to adverse event are not applicable as this is a product problem (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss believed the hard drive was the issue and replaced but the incident had occurred once again. To resolve the issue, the fss was not able to duplicate the reported event. The fss replaced the cpu central processing unit and the mother board. The fss indicated the issue had not re-occurred since the replacement of the cpu and motherboard. The field service specialist (fss) performed a checklist and verified all modes of operations. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The following information was not included in the original report. Patient data subjective od -0.1 (1.2 x s-2.25dc-1.25a x 180¿), os -0.2 (1.2 x s-1.5dc-1.0a x 175¿j). Laser applied od - s-2.8dc-1.25a x 179¿, os - s-2.3dc-1.04a x 176¿. Post-op 1 day od - 1.0 (1.2 x s +1.0d), os - 1.0(n.c.). Patient visited the site and best corrected visual acuity stays the same at 1.2. The assembly pcb, I/o motherboard that was change as a prevention was returned and tested. The board passed the functional test. The board was an old revision and therefore scrapped by the depot.